Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11mar2019. The customer replaced the central processing unit board to resolve the reported issue. The customer reported that all issues were resolved and the unit was back in service.

Event description:
The customer contacted philips technical support (ts) stating that unit had alarm message of backup alarm failed. The customer reported there was no patient involvement. The event date was not specified; estimate used.